Event description:
It was reported by an attorney that the patient underwent a surgical procedure and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, extrusion, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient was implanted with an unknown mesh on (B)(6) 2009 due to cystocele with underlying enterocele, and stress urinary incontinence. Patient then experienced pelvic organ prolapse, pain and pressure in abdomen, dyspareunia , bowel dysfunction and other physical/emotional injuries, and underwent mesh revision/removal on (B)(6) 2011. On (B)(6) 2012 the patient underwent enterocele repair, posterior prolapse repair and bilateral sacrospinous vault suspension, and an unknown mesh was implanted due to pelvic organ prolapse, bowel dysfunction, vault decensus and tissue repair. No additional information was provided.

Manufacturer narrative:
Additional narrative: the patient underwent surgical procedures with use of intexen graft on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with placement of unknown bard product due to cystocele, and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal.